Event description:
It was reported that the procedure was to treat a significantly stenosed lesion in the iliac artery. The 9.0mmx59mmx135cm omnilink elite 35 failed to cross the lesion, was withdrawn from the anatomy, and was reinserted. The stent implant dislodged in an unintended site, and remains secured in healthy tissue. Another omnilink elite 35 was deployed to treat the target lesion. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the omnilink elite instructions for use (IFU) states: do not attempt to pull an unexpanded stent back through the guiding catheter/introducer sheath; dislodgement of the stent from the balloon may occur. Based on the reviewed information, no product deficiency was identified.